Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event: product family: drg, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8372331.

Event description:
It was reported that the patient experienced ineffective therapy in left leg. Reportedly, the leaf s1 lead migrated. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which lead migrated.

Event description:
Related manufacturer reference number: 1627487-2023-00448. It was reported that surgical intervention took place wherein the migrated leaf s1 lead was explanted and replaced with a new lead addressing the issue. Reportedly, during the procedure the right s1 lead was dislodged. As such, the right lead was also explanted and replaced with a new lead to address the issue. Note: it is unknown which sn is for the right and left lead.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.